Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to high blood glucose level and due to diabetic ketoacidosis on (B)(6) 2019. Customer¿s blood glucose level was 31 mmol/l. At the time of hospitalization. Customer experienced nausea for high blood glucose level. Customer were treated in the intensive care unit. Customer reported that the customer alleging possible insulin pump under delivery. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will not be returned for analysis.